Manufacturer narrative:
Section d4: catalog number and UDI # were corrected based on the returned product.

Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl and 186 mg/dl. The customer used two different vials of test stirps, from the same lot, to obtain each result.